Manufacturer narrative:
The returned driver was examined visually and under magnification. A fatigue torsional fracture pattern was identified at the radius where the shaft of the driver transitions into the hex tip of the driver. A torsional (twisting) fracture pattern likely indicates an excessive load along the central axis of the driver. Additional mdrs associated with the event: 3025141-2019-00104: screw.

Event description:
While implanting a distal clavicle plate, a locking screw was being inserted when the driver tip broke off in the screw head. The tip could not be removed from the screw head and remains implanted.